Event description:
Boston scientific received information that the clinician noted the charge time on the device was 15.6 seconds and contacted technical service (ts) to discuss. After ts stated that the charge time was still within the normal limits of the device, the clinician stated that the patient experiences syncope with tachycardia arrythmias. The boston scientific sales representative contacted the clinic and was told that there was no concern over device functionality and had been operating per programmed values while implanted in the patient. The device was explanted seven days later for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The boston scientific sales representative was able to obtain further information from the clinic that they were uncertain if the patient ever experienced true syncope. The clinic noted that the patient had always had pre-syncope symptoms, such as dizziness. No additional information was available.